Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving dilaudid (hydromorphone) (did not ask mg/ml at 3.997 mg/day), bupivacaine 15.190 mg/day, and prialt (ziconitide, snx-111) 1.1992 mcg/day) via an implantable pump for non-malignant pain indications for use. It was reported that for a long time, it took forever for the bolus to go through, and while that issue had persisted for quite a while, it¿s now getting progressively worse. The device will go into error mode a lot. If he got a bolus, the screen would not let him know until he goes back and fit it again (later) and it will say the bolus was given about 3 minutes ago,' in reference to seeing a lockout time being a few minutes less because the bolus was already started but the ¿myptm¿ application was not providing that information in real time. While on the call, the patient representative (rep) had the patient's handset, and it was already connected to the ¿myptm¿ application with an expected 15-minute lockout and 9 boluses left today. The agent assisted the rep in clearing data from the app. Prior clearing data, the patient's data was 17.72 mb. The patient's pump medication of daily dose without boluses was hydromorphone 3.997 mg/day, bupivacaine 15.190 mg/day, and ziconotide acetate 1.1992 mcg/day. The rep and the patient will monitor and call back for assistance as needed.